Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient experienced hemolysis while supported with an impella device. After device removal, vascular closure was attempted using one perclose suture, which was successfully deployed. A second perclose attempt was unsuccessful, and manual compression was applied. A figure-of-eight suture was then placed to achieve hemostasis.